Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the bright on caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to an burning cable. As per (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
On (B)(6) 2021 the customer reported that the cable of the bight on started to burn and smoke was noticed, this complaint came from a customer review at social media, the customer alleged had been using the whitening kit without any issue, neither any change noticeable whatsoever; nevertheless, she suggested that the product was connected to the laptop , and suddenly,the tip of the input side of the wire began to burn even though the mouthpiecev side was powered off. This report was pulled out from yotpo/shopify.